Manufacturer narrative:
(B)(4). Product analysis: the upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture, with deformation on the adjacent surfaces, suggesting the direction of loading and fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that on (B)(6) 2015, intra-op, the distal jaw broke. No fragments remained in the patient. Product came in contact with the patient. No patient complications were reported.